Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with 4. The first clip delivery system (cds) (91115u114) was advanced and the clip was implanted successfully. The second cds (90830u254) while being prepped it was noted that the lock line was connected, there was no separate ends. The lock lines had to be cut for flossing. However, it was decided not to use the cds in the procedure and replaced. The third cds (90924u121) while being prepped, the clip failed to establish final arm angle (efaa) and continued to open. All steps were performed per instruction for use (IFU). The cds was not used and was replaced. The fourth cds (91118u170) was advanced to the mitral valve and during deployment, it passed the first efaa test. However, after removal of the lock line, the clip failed second efaa, but since the lock line had already been removed, the deployment process continued. The clip was able to be implanted successfully. Two clips implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on the information reviewed, a definitive cause for the reported clip opening during establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
Additional information received reported that the third clip did not fail efaa test. After efaa the clip would not open backup. After troubleshooting 4 times I decided not to use the clip in the body. No additional information was provided.